Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 824837-inv, 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating and fatigue. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure (ess205) was inserted on (B)(6) 2006 (per pfs) and insertion date (B)(6) 2008 (per mr) there were four trailing colts on the right and six trailing coils on the left . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: benign cervix without histopathologic change, negative for dysplasia or malignancy, leiomyomata. Endometrium- secretory pattern endometrium,negative for hyperplasia or atypia and adnexa: - fallopian tubes without histopathologic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating and fatigue. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure (ess205) was inserted on (B)(6) 2006 (per pfs) and insertion date (B)(6) 2008 (per mr) there were four trailing colts on the right and six trailing coils on the left diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: benign cervix without histopathologic change, negative for dysplasia or malignancy, leiomyomata. Endometrium- secretory pattern endometrium,negative for hyperplasia or atypia and adnexa: fallopian tubes without histopathologic change. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received. Essure model number is updated from ess205 to ess305. Essure insertion date and removal date updated, lot number added, lab data and medical history and reporter added. Event medical device removal was replaced with menorrhagia ,uterine fibroids. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.